Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was power switching. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the battery met all requirements for release. Review of controller log files was not conducted since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the battery was not returned for evaluation. Review of controller log files was not conducted since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.